Event description:
The customer reported the system failed to produce a live fluoroscopic image.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was reproducible. The customer was told the upcoming fmi would repair the situation. Because the issue was so infrequent the customer chose to wait for this field maintenance inspection.